Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j10933r01, implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen of an unknown concentration at a dose rate of less than 100 mcg/day via an implantable pump for an unspecified indication for use. It was reported that the company representative was notified yesterday via an hcp stating he was attempting a refill and could not access the refill port of the pump. The hcp took an x-ray of the pump and sent it to her. The patient was to come back to the clinic and the company representative would be there with the hcp to review refill. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the cause of the issue/inability to access the refill port was it appeared the pump was implanted at an angle or tilted. The rep went to the facility to assist and a refill was done on (B)(6) 2020. It was noted the patient go his refill and was fine. Regarding if the event was resolved it was reported ¿it would happen until the device was changed.¿ regarding the status, it was noted as implanted and functioning fine. The patient¿s weight was unknown. No further complications were reported.